Event description:
The manufacturer received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. The ventilator's ac inlet connector was observed to be damaged. The device's ac inlet connector was replaced to address the issue.